Manufacturer narrative:
The customer reported that the 25 gauge illuminated flex curved laser probe caused a 25 gauge trocar to come off. The surgery was completed by using another probe. There was no patient impact. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The laser probe tip was inserted into a 25 gauge trocar cannula and slight resistance was felt. The laser probe tip was measured and the nitinol and cannula tip lengths were found to meet company specifications. The sample¿s outer cannula diameter (od) was measured and the sample¿s outer diameter did not meet specifications. The samples tip cannula outer diameter was found to be out of specification, confirming the reported event. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The 25 gauge illuminated flex curved laser probe was manufactured on november 10, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on november 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming tip cannula. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a laser probe came out of the trocar during a procedure. The procedure was completed after exchanging the probe. There was no patient harm.